Event description:
The user reported that the introducer sheath side-tube detached from the 3-way stopcock while injecting contrast during a femoral angiogram. The event reportedly occurred several months ago, but was just mentioned anecdotally during a recent conversation. Follow-up communications with the physician confirmed that after the separation, the side tubing was flushed with the saline and clamped with hemostats to prevent leakage. The procedure was then completed successfully with no impact to the patient. Additional event specific information was not available.

Manufacturer narrative:
The involved sample was discarded by the user. Although, the product code and lot number are unk, the physician did confirm during follow-up communication that he was using a 6 fr., 10-cm introducer sheath. Inspection and testing of random retention sampled confirmed that there were no defects or anomalies and product performance specifications for joint strength were met. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during the injection of contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the intructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.